Event description:
Customer reported the insulin pump has a leak near the reservoir, issues with esc button, and had a couple of motor errors. Customer was unsure of were the leak was, she was advised by diabetes educator to call issues. Customer's blood glucose was 186 mg/dl. Motor error occurred during basal rates. Customer does not recall any significant event that may have caused the device to alarm. Customer reported he had an emg, when asked if the device was exposed to an MRI or magnetic field. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had intermittent button response due to corroded keypad traces. No moisture damage or smell inside reservoir compartment noted. No moisture damage on motor noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.